Event description:
Erosion in the vaginal wall. This was reported to distributor by doctor when complaint 3004859928-2007-0009 was reported. There is no event date available from doctor. Exposed mesh was removed by doctor and pt has had no further complications.

Manufacturer narrative:
Conclusion: exposure of mesh can occur for a variety of reasons, such as inadequate mucosal closure, atrophic vaginal skin or post operative trauma. This sometimes closes with time and estrogen therapy.